Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that low impedances were measured during a revision procedure. Low impedances of 29 ohms was measured on electrode pair 0-1 after the extension was replaced. The 0-1 was not being used to program stimulation. The cause of the event was unknown. No further surgical intervention was taken or planned. The issue was not resolved. The patient was alive with no injury. No further patient complications were reported.

Event description:
Additional information received from a manufacturer representative reported that during the revision procedure, impedances were measured and the connections were checked multiple times, but the results were the same. No additional actions or interventions were planned since the electrodes with low impedances were not used to program therapy. The patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.